Event description:
This was a right sided, cardiac lead removal case conducted in the operating room in the intent of a system upgrade. The patient had one rv lead (lead age 6 yrs, 1 mth) to extract. Both an arterial line was placed and fluoroscopy actively utilized during the procedure. The md prepped the cardiac lead by attaching a lld to the distal tip. He began lasing with a 14f sls eventually up sizing to the 16f sls. During the extraction of the rv lead it was noted via fluoroscopy there was contrast extravasation in the area of the svc. The surgeon performed an emergent sternotomy, successfully repaired the svc and the patient was transferred to the acute care ward. Approximately 2 hours post-op the patient's blood pressure fell and was treated with blood products and medication. The patient recovered was discharged from the hospital. No devices were retained for return engineering analysis. During the internal lhr review no non-conformances or issues were found with the lot number in question.